Event description:
It was reported that the insulin pump sustained a crack in the case, at the display and at the reservoir compartment. The caller stated that the drive support cap did not appear to be damaged. The caller did not know the blood glucose reading. The caller stated that the battery longevity decreased to one week and that the insulin pump had also alarmed unexpected restart. The caller did not know how the damage occurred. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.